Event description:
It was reported that the device exhibited atrial noise with capture and sensing anomalies when the patient was in walking motion or engaging in heavy laughter. The atrial capture thresholds were 3.0 v, 0.5 ms and the atrial lead impedance was 1857 ohms.